Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, vaginal scarring, dyspareunia, urinary problems, bowel problems, recurrence, and infections.